Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump was under delivering. The customer's blood glucose level was 290 mg/dl at the time of incident. The customer reported that they have experienced high blood glucose levels for the past 3 days. The customer stated that the insulin did not came out when they tried to bolus. The customer also stated that the retainer ring was not damaged. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose.